Event description:
The 1st revive ic was taken out of the hoop per standard practice and it kinked before being used in the patient. The 2nd revive ic collapsed when aspirating clot with a 60cc syringe. The distal section ribboned down and flattened out. The proximal section of both catheters seemed to kink much too easily. Additional treatment required use of a penumbra reperfusion catheter and a dac catheter to complete the procedure. Additional information received indicated that there was no difficulty experienced removing the revive ic from the hoop. It was also reported that it appeared kinked rather than bent as it was pulled out of the hoop. There was only one significant kink observed. The 2nd revive ic's target site was at the right mca and the clot was measured at 2cm. As the catheter collapsed a small amount of clot in the microcatheter was observed. Another catheter was used when the revive ic failed. There was no reported embolization of the thrombus as a result and there was significant vessel tortuosity. There were no other kinks observed. Immediately after some pressure was applied, during the retraction of the syringe plunger, the "flattening" occurred. Patient's condition was reported stable, with a stroke. Note: it is unknown if the microchateter was being utilized with the revive ic microcatheter.

Manufacturer narrative:
The 1st revive ic was taken out of the hoop per standard practice and it kinked before being used in the patient. There was no difficulty experienced removing the revive ic from the hoop. It was also reported that it appeared kinked rather than bent as it was pulled out of the hoop. There was only one significant kink observed. The second revive ic collapsed when aspirating a 2cm clot in the right middle cerebral artery with a 60cc syringe. The distal section ribboned down and flattened out immediately after some pressure was applied. During the retraction of the syringe plunger, the flattening occurred. It was reported that there was no embolization of the thrombus as a result. As the catheter collapsed a small amount of clot in the prowler 14 microcatheter was observed. The proximal section of the second revive catheter also seemed to kink much too easily. Additional treatment required use of a penumbra reperfusion catheter and a dac catheter to complete the procedure. The patient¿s condition was reported as stable, with a stroke which was reported as unrelated to any product issues. A review of the manufacturing documentation associated with prowler 14 microcatheter lot 15552732 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device was not returned for analysis. Based on the reported information, it appears that procedural factors and the off label use of the concomitant revive ic for aspiration contributed to the observed clot in the prowler 14. Based on the available information and review of the device history records, there is no indication of any manufacturing issues related to the prowler 14 impacting the reported event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00525 and 1058196-2012-00169.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00525 and 1058196-2012-00169. Concommitant device: penumbra referfusion catheter, dac catheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15552732 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00525 and 1058196-2012-00169.